Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 400 mg/dl. Customer also had blood glucose of 207 mg/dl, over 300 mg/dl, over 400 mg/dl, 174 mg/dl, 327 mg/dl. Customer stated that auto mode was not active during the event. Customer was treated with bolus through the insulin pump. Customer mentioned that insulin pump had hardware low level failure alarm. Customer passed displacement test and self test. Insulin pump will not be returned for analysis.